Event description:
Patient called the doctor complaining of pain and blurry vision on the left eye. Patient was seen in office that day and was discovered to have a central abrasion. Additional follow-up was obtained. It took more than a week to heal, and there was no surgical intervention needed.

Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic reported this event only and did not request field service or clinical support.